Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support with plan for bridge to left ventricular assist device. After 10 days on the support the pump stopped. It was further noted that the motor current increased and the pump then stopped with unsuccessful repeated attempts to restart. Consequently, the impella cp device was explanted with a decision for escalation in therapy to an impella 5.5 device which was noted to be successfully completed. The patient was noted to have survived the explant to escalation; however, the patient's status condition was unknown.

Manufacturer narrative:
The investigation of pump stop has been completed. The pump was not returned for investigation. The data log indicates a pump stop accompanied by a motor current spike, resulting in alarm 13. Although the pump was able to restart and operated for another 26 hours, it experienced saturation in pump flow and slightly elevated purge pressure on 10th day. Eventually, the pump could not restart and was explanted. Additionally, a clinical image was not provided. The cause of the pump stop issue was not determined since product was not returned and sufficient clinical information was not provided. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26331 as it is unknown if the initial reporter also sent the report to the food and drug administration.